Event description:
On (B)(6) 2012 - it was reported by the patient legal representative that allegedly the nutron r51 power wheelchair caused the user to fall to the ground, and as a result, she was seriously injured. There was no information on how and where it happened. If additional information is received, a supplemental report will be submitted to reflect it.

Manufacturer narrative:
(B)(4). On (B)(4) 2012 - no RMA has been initiated for this issue. Model r51, serial number/date code is unknown. The owner's manual part number 1106645 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female. However, her age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.